Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 600 d digital microscope. Visual inspection: the screw shows no mechanical defects. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause for the problem is most probably usage related. Rational: without further circumstances, we assume that the screwdriver was positioned and/or driven at an incorrect angle. This is the basic cause in ring losing cases like this. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: belgium. It was reported that during surgery when the surgeon inserted the screw with the screwdriver, the didn't go into the bone of the patient. The surgeon removed the screwdriver to view where the screw was in the patient. The surgeon observed that the inner ring was not attached to the screw, it had fell off.